Event description:
On (B)(6) 2021, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio flex meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged issue began at 10:03 am, on (B)(6) 2021. The patient claimed obtaining a blood glucose reading of ¿83 mg/dl¿ with the subject meter which she felt should have been lower considering how she was feeling. The patient denied using any diabetes medication to manage her diabetes and did not make any changes in response to the alleged issue. The patient stated that due to the alleged issue at 10:03 am, she developed symptoms of ¿dizziness, headache, nausea, confusion and sweating¿. She also reported that she was ¿not able to focus or continue daily basics¿. The patient claimed that she self-treated with food and/or drink. No other blood glucose readings from other devices have been reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had followed the correct testing process. The cca established that the test strips had been stored properly. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.